Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
The patient had three leads and two of them were from the same lot. Device 2 of 2 reference MFR report #: 1627487-2016-00900. It was reported the patient experienced a headache following the trial implant procedure. It was noted there was clear fluid coming out of the lead incision. As a result, the patient's leads were removed on (B)(6) 2016 and the physician sutured the lead incision. The patient was monitored at the facility following the procedure. Follow-up revealed there was no more fluid coming out the lead incision and the headache was resolved over time.